Event description:
It was reported that after deploying the stent, the balloon would not deflate. After multiple attempts to deflate the balloon, including the use of a 20cc syringe, the device was removed with the balloon inflated. Reportedly, the pt suffered transient symptoms during the event, but was stable post procedure. The lesion appeared to have been successfully stented angiographically.

Manufacturer narrative:
H3: device evaluation summary attached h6: evaluation codes updated evaluation summary follow-up #1: quality assurance analysis of the device revealed that the unit was returned in another co's guiding catheter. The c-flex was stretched. When the balloon was pressurized, a pinhole was noted in the proximal taper. No scratches were visible on the balloon. Quality engineering analysis revealed that pre-dilatation of the artery was inadequate. The product IFU recommends pre-dilatation of the vessel with a matching size as the stent to be placed. The pinhone likely facilitated the escape of contrast through to the c-flex, causing the abnormal inflation and deflation reported. Abnormal inflation could have been the result of the c-flex filing with contrast. Abnormal deflation could have been the result of occlusion of the fluid flowpath. There are no scratches on the balloon; scratches would generally indicate mechanical damage during mfg. There may have been, however, an inadvertent weak spot in the balloon material. This could have facilitated the pinhole upon pressurization. Quality engineering has determined that a letter shall be sent to the physician regarding the findings of this investigation and a review of the recommended pre-dilatation strategies. Quality engineering will continue to monitor this issue. A review of the device mfg records did not reveal any non-conformities. As part of our mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.